Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device had reached elective replacement interval early. It was also noted that high output was required on the left ventricular lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had reached elective replacement interval early. It was also noted that high output was required on the left ventricular lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached elective replacement interval early. It was also noted that high output was required on the left ventricular lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.